Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 4 in the mouth, the failure was evident at the restoration appointment. Clinician noted the patient's mobility. The implant was removed and another was placed on the date of event. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 4 in the mouth, the failure was evident at the restoration appointment. Clinician noted the patient's mobility. The implant was removed and another was placed on the date of event. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.